Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to inflate. It was further reported that the pinching was noted in the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 dcb catheter was received for evaluation. During visual evaluation, the entire length of the catheter was examined for damage. During microscopic evaluation, wrinkling was noted on the balloon. Unknown liquid was noted inside of the balloon. No damage was noted to the luers or y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon. The balloon inflated and maintained pressure. The balloon was then deflated without issue. No other functional testing was performed. Therefore, the investigation is confirmed for the reported material twist and inflation issue as wrinkling was noted on the balloon during microscopic evaluation. A definitive root cause for the reported material twist and inflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to inflate. It was further reported that the pinching was noted in the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 22-feb-2022. The correct g3 date is 04-feb-2022. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 dcb catheter was received for evaluation. During visual evaluation, the entire length of the catheter was examined for damage. During microscopic evaluation, wrinkling was noted on the balloon. Unknown liquid was noted inside of the balloon. No damage was noted to the luers or ybody. During functional testing, an in-house presto inflation device was used to inflate the balloon. The balloon inflated and maintained pressure. The balloon was then deflated without issue. No other functional testing was performed. Therefore, the investigation is confirmed for the reported material twist and inflation issue as wrinkling was noted on the balloon during microscopic evaluation. A definitive root cause for the reported material twist and inflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 03/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to inflate. It was further reported that the pinching was noted in the balloon. There was no reported patient injury.